Event description:
The pt has experienced a decline in performance. High impedences were noted on several electrodes. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.